Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the latitude home monitoring system detected a high out of range impedance measurement for the right ventricular (rv) lead. The cause of the high impedance measurement is unknown. The boston scientific sales representative contacted the clinic to see if the patient had been brought in for an evaluation. It was noted that upon device interrogation the lead measurements were within normal range and the device was functioning appropriately. No adverse patient effects were reported.